Manufacturer narrative:
(B)(4). Arjohuntleigh has received a complaint where it was indicated that new safety belts braces that are used to adjust the belt length are gliding on the strap. Patient was not involved and did not suffer any injuries. When reviewing similar reportable events, we have found a number of cases with similar fault description (braces are gliding on the strap). The trend observed for all complaints for alenti safety belts is currently considered to be noticeably increasing. It has been established that the hygiene chair (alenti) was not being used for patient handling at the time of the event. During our investigation, we were able to find no deficiency with the lift (alenti) but the belt was not performing as intended. From our investigation, it appears the most likely root cause for an event where the alenti braces are gliding on the strap is incorrect design of the belt. The failure found here is not likely to appear on every device: several factors need to be combined if a hazard situation (patient fall) would occur: the complaint history review shows that there is a low likeliness of risk for the patient when the belts of alenti slip, it is considered that only with combination with user error it could be a risk. Based on the findings of investigation, an engineering change has been requested, currently the change is already verified and implemented. We find this complaint to be reportable to the competent authorities in abundance of caution.

Event description:
(B)(4).